Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that they were not able to remove the battery cap, however they were able to remove it with a screwdriver during troubleshooting. The customer reported that display would not turn on earlier with a battery. The customer also reported that after all the attempts to remove the battery cap it had become damaged and later received a battery out limit alarm. The customer stated the batteries were out of the device longer than the duration allowed. The customer was advised to monitor the device and call back if problems persisted. The customer's blood glucose level was unknown. The customer was shipped a new battery cap. Nothing was returned.